Event description:
"Caller alleged discrepant results compared with lab. Results are as follows:" date: (B)(6) 2013; inratio2: 1.0; lab: 2.0. Time between tests: 30 minutes. Therapeutic range: not provided.

Manufacturer narrative:
Investigation pending.